Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a power on reset (por) and the patient had completed radiation therapy. The device was interrogated and the por warning was cleared. The device remains in use. No patient complications have been reported as a result of this event.